Manufacturer narrative:
The service rep order parts for the site and assisted customer over the phone to replace the monitor. The customer replaced the monitor. The unit and monitor power up error free. Verified unit operations.

Event description:
The customer reported, that the left monitor was not powering up, however, the right one fully functional. He stated, that the problem occurred in preparation for procedure, alternative unit used to complete the procedure. No pt injuries were recorded.